Manufacturer narrative:
On 09/17/2021, the customer it / is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was the 2nd occurrence of this happening. The 1st occurrence was reported on (B)(6) 2021 on (B)(6) and was reported to the FDA on another MDR. The customer found a failed switch in the electrical closet on the 8th floor. They replaced the switch with a spare they had, and the issue was resolved. No patient harm was reported.

Event description:
On 09/17/2021, the customer it / is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was the 2nd occurrence of this happening. The 1st occurrence was reported on (B)(6) 2021 on (B)(6) and was reported to the FDA on another MDR. The customer found a failed switch in the electrical closet on the 8th floor. They replaced the switch with a spare they had, and the issue was resolved. No patient harm was reported.